Event description:
It was reported that the circuit breaker number 2 on the 9900 system tripped at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The surge suppressor and the circuit breaker were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.